Event description:
It was reported that during a hemorrhoidectomy procedure, the surgeon was initially using a competitor's hemorrhoid stapler. This device misfired. He then tried to retrieve the procedure using this device and this also misfired. Staples were malformed and the anastomosis was incomplete. He then fired another competitor's stapler and it also misfired. The procedure was completed successfully using suture. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.